Event description:
It was reported that during a trial on (B)(6) 2023 the patient went into cardiac arrest causing the surgical procedure to be abandoned. It was also reported that the patient had been resuscitated and the medical staff was talking to the patient post-op.

Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined the trial was abandoned after the patient went into cardiac arrest. One lead was opened, but not implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues

Manufacturer narrative:
Correction: section h-6 - the health effect-impact codes should have been 4614 -serious injury/illness rather than 4613 - minor injury/ illness / impairment. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.